Event description:
It was reported that this lv lead exhibited a very slight change in pulse width. Boston scientific technical services discussed possible loss of capture and troubleshooting options. Ts noted the physician is responsible for determining capture. The position of this lv lead is considered to be in a manner that was not intended per labeling. The device system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)